Manufacturer narrative:
Evaluation summary: the product was not returned. A photo was provided of the lens in the lens case. One haptic appears to be broken. Product history records were reviewed and documentation indicated, the product met release criteria. Associated products were not provided. It is unknown, if qualified associated products were used. Based on review of the provided photo, one haptic appears to be damaged. A root cause for the damage cannot be made from the photo. The sample has not been returned for evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, at the time of intraocular lens introduction, the lens had a defect. It was replaced with another lens of the same model and same grade, thus the procedure could be completed. Additional information has been requested.

Manufacturer narrative:
Correction: the previous reports were submitted in error. The reported event with no patient contact does not meet criteria for reporting as a reportable malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that haptic broke in the insertion while loading the lens before procedure and there was no patient contact with the device.